Event description:
Information received from the field does not address the patient's clinical status but notes that the device was found to be in back-up mode. A software download was unsuccessful and the device was replaced.